Manufacturer narrative:
The specific lot was unknown, but was reported to be either 25v or 26v. The subject device was manufactured on may 2022 or june 2022 based on the provided 3 digit lot information. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility reported to olympus that during an endoscopic retrograde cholangiopancreatography (ercp) while using a single use 3-lumen sphincterotome v, the patient suffered a severe burn and a post-operative bleed in the papilla of vater. Additional information was requested multiple times regarding further details and treatment, however, it was not received. Follow up indicated that the patient was doing well. The events reported involved two patients. Patient identifier (B)(6) is for patient 1 with a severe burn. Patient identifier (B)(6) is for patient 2 with less severe burns.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause of the reported even could not be identified. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result.¿ ¿aspirate fluids such as mucus and contrast medium that adhere to the cutting wire, tube and body cavity tissues. Patient injury such as perforations, bleeding, mucous membrane damage and thermal injury of tissue could result if output is activated with these fluids adhering.¿ ¿always operate the electrosurgical unit at the minimum output level and for the minimum time necessary to successfully complete the procedures. Excessive output level and time may result in patient injury, such as perforations, bleeding, or mucous membrane damage.¿ ¿when applying the current, do not use an excessive/insufficient amount of conduction. Doing so could cause patient injury such as perforations and/or bleeding. When necessary, provide treatments to prevent perforations or bleeding from occurring after the procedure. Ensure that postoperative follow-ups are performed, and confirm that no abnormalities are found in the patient.¿ ¿do not use this instrument and a cord with an output higher than the rated high-frequency voltage given in the tables in section 8.2, ¿specifications¿. This could cause thermal injury to the patient, operator, or assistant and could also damage the endoscope, instrument and/or a cord.¿ ¿to avoid burning healthy tissue, do not activate output if the cutting wire is in contact with non-target tissue.¿ olympus will continue to monitor field performance for this device.

Event description:
Further information indicated that the patient was treated with a stent, which has been removed since. The physician, who does up to 400 ercp's per year, consulted an "ercp professor" who stated that there could be a delayed effect on the papilloma. It was additionally stated that the logs from the non-company generator were reviewed and were free from abnormalities such as irregular current.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event. New information added to the following fields.